Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Return of the device for investigation was requested, however there are no samples available for return. The customer did not retain any lot numbers therefore date of manufacture cannot be determined. The report received by covidien is a generalization of the customers evaluation of four (4) device samples for the past month.

Event description:
The customer reported that in general regarding their evaluation of the device the disposable inner cannula is difficult to remove, will come out on it's own or that patients cough them out. Patients have not been re-cannulated due to this. There was no single patient event or patient details reported by the customer.